Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that one bed was not alarming when the spo2 readings dropped below the threshold that was set. The upper alarm limit was set to off at the central nurse's station (cns) and the lower limit was set to 88. It was unclear what value the cns did not alarm for. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that one bed was not alarming when the spo2 readings dropped below the threshold that was set. The upper alarm limit was set to off at the central nurse's station (cns) and the lower limit was set to 88. It was unclear what value the cns did not alarm for. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that one bed was not alarming when the spo2 readings dropped below the threshold that was set. The upper alarm limit was set to off at the central nurse's station (cns) and the lower limit was set to 88. It was unclear what value the cns did not alarm for. No patient harm was reported. Investigation summary: a follow-up request for additional information was sent to the customer. They replied on (B)(6) 2023 that the issue was resolved by reloading the software. A definitive root cause could not be determined as the issue was resolved through troubleshooting and the device would not be returned for evaluation. Since the issue only occurred for one bed and was resolved by reloading the software, possible causes may include software file corruption on the bedside monitor. Software corruption can occur due to interruption of data processing which can be caused by user error when transferring files or copying settings between portable memory storage and the device's internal memory, or sudden power loss from power outages, ups issues, or ungraceful shutdowns. A serial number review of the cns did not show any recurrence of this issue. The customer did not provide the serial and model for the bsm unit. Review of the customer's complaint history did not reveal any trends. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 07/21/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded by stating they were unable to provide the patient information and did not provide the concomitant device information. Attempt #2 09/29/2023 emailed customer via microsoft outlook to inquire about how the issue was resolved. No reply was received. Attempt #3 10/02/2023 emailed customer via microsoft outlook to inquire about how the issue was resolved. No reply was received.

Event description:
The biomedical engineer (bme) reported that one bed was not alarming when the spo2 drops below the threshold set. The central nurse's station (cns) setting was set with the upper alarm as off and the lower was 88. It is unclear what the value was that unit did not alarm at. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that one bed was not alarming when the spo2 drops below the threshold set. The central nurse's station (cns) setting was set with the upper alarm as off and the lower was 88. It is unclear what the value was that unit did not alarm at. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.